Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Visibility/palpability-breast: unable to observe since it is not related to the device. Pain-breast: unable to observe since it is not related to the device. Malposition-breast: unable to observe since it is not related to the device. Seroma-late-breast: unable to observe since it is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device. Crease/folding of implant-breast: not observed. Edema-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right 'stitching, displaced prosthesis, "beak" on the side and under the prosthesis (feels it to the touch)'. Patient also reported recall. Device has been explanted. Healthcare professional (hcp) later reported 'mastaliga', 'breast endurance and deformity', 'some radial folds and a small amount of surrounding fluid' and capsular contracture 'grade iii/IV'.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii/IV.

Event description:
Patient reported 'stitching, displaced prosthesis, "beak" on the side and under the prosthesis (feels it to the touch)'. Patient also reported recall. Device remains implanted. Healthcare professional later reported 'mastaliga', 'breast endurance and deformity', 'some radial folds and a small amount of surrounding fluid' and capsular contracture, baker grade iii/IV'. This relates to the right side.